Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was approximately 300 mg/dl. As the occlusions occurred in the past and the pump supplies were changed, tandem technical support was unable to determine a cause of the occlusions.